Manufacturer narrative:
The reported field event was confirmed. Remaining battery capacity indicator was showing ¿low¿ when the device was received. Analysis concluded that the device was exposed to below freezing temperatures before implant which resulted in temporary low battery voltage measurement. Further analysis performed indicated that the device exhibited normal device characteristics and battery voltage was at bol level.

Event description:
It was reported that the patient presented for implantable cardiac monitor implant procedure. After the device was inserted, it was interrogated and showed low battery status. The device was not used and replaced. Patient was stable before, during, and after the procedure.